Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one straight tip guidewire was received for evaluation. Visual, microscopic and dimensional evaluation were performed. Three electronic photos were provided for review. The distal portion of the guidewire was noted to be frayed which is the core wires, were observed protruding from the distal tip of the guidewire. The guidewire was noted to be uncoiled at the distal portion. The portion was also noted to be stretched. The round core wire was noted to be protruding from one uncoiled area of the guidewire. Therefore, the investigation is confirmed for the reported fracture, material separation, and identified stretched, unraveled issues. However, the investigation is inconclusive for the reported entrapment and difficult to remove issues as the functional testing was unable to be performed due to the condition of the sample and as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure in the left intrajugular vein, the guidewire was allegedly found to be frayed. It was further reported the separated guidewire fragment allegedly got stuck inside the patient. Reportedly, the guidewire fragment was attempted for removal through interventional radiology but it was unable to be retrieved; therefore, the retained fragment had to be repositioned into a small chest wall vein and the frayed guidewire was still left inside the patient's body. The current status of the patient is unknown.

Event description:
It was reported that during a chronic catheter placement procedure in the intrajugular vein, the guidewire was allegedly found to be frayed. It was further reported the separated guidewire fragment allegedly got stuck inside the patient. Reportedly, the guidewire fragment was attempted for removal through interventional radiology but it was unable to be retrieved. Therefore, the retained fragment had to be repositioned into a small chest wall vein. The frayed guidewire is still inside the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.